Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 06-apr-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved and he did not currently have any diabetic symptoms. Customer stated he called his physician on 03-apr-2020 and told customer to go to the emergency room. Customer was diagnosed at the hospital with hyperglycemia due to taking steroids. Customer did not disclose what his blood glucose test result was at the hospital or what treatment he received. Customer was discharged the same day. Customer did not disclose if any additional blood tests had been performed using the truemetrix meter. Note: manufacturer contacted customer in a follow-up cal on 07-apr-2020 to ensure that the customer's condition improved - able to establish contact with customer and reported additional medical intervention on 06-apr-2020. Customer went to the emergency room on (B)(6) 2020 and was diagnosed with hyperglycemia. Customer was administered IV fluids and insulin to lower his blood glucose level. Customer does not recall blood glucose results at the hospital. Customer was discharged on (B)(6) 2020. Customer tested using the truemetrix meter and results are now 150-170 mg/dl. The customer did not have any symptoms at the time of the follow-up call.

Event description:
Consumer reported complaint for hi blood glucose test results. Friend is calling on behalf of the customer; caller declined to disclose the customer's name. The customer is concerned with test results obtained of hi. The customer¿s expected blood glucose test result range was not provided; caller stated that customer was not diabetic. Caller stated that customer is taking steroids. At the time of the call, the caller stated that the customer "was not with it" and that he was going to call customer's physician. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room or the bedroom. The test strip lot manufacturer¿s expiration date is 08/31/2021 and open vial date is 04/03/2020. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 14-aug-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.